Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket device was used during a common bile duct stone removal procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the basket would not close completely around a 12mm stone. When it was attempted to perform a lithotripsy, the handle separated from the catheter, and the basket remained with a stone entrapped. Reportedly the basket was "jiggled" and spontaneously opened releasing the entrapped stone. The device was removed from the patient with no issues and the procedure was completed with another trapezoid rx lithotripter compatible basket device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. No stones had been captured and crushed prior to the alleged failure, and the patient anatomy was not torturous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)